Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that technician emptied the water out of the arctic sun device and were not able to fill. The device was not generating any vacuum.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The device was not generating any vacuum. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. The device was not returned.

Event description:
It was reported that technician emptied the water out of the arctic sun device and were not able to fill. The device was not generating any vacuum. Per follow up information received on 16aug2022, , technical support and biomed determined it was the circulation pump, so the biomed will be replacing the circulation pump onsite.